Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had shut down. Customer¿s blood glucose level was unknown. Customer stated that they almost visited emergency room due to hyperglycemia. Customer also reported that the insulin pump had unexplained no delivery alarm. Troubleshooting was declined for hyperglycemia and no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4).

Event description:
Case severity has been updated from malfunction to serious injury. (B)(4).